Event description:
The event involved a plum 360¿ infuser where it was reported that the pump over delivered leucovorin (folic acid). The expected delivery was 343ml, but the pump stated it delivered 449ml. There was no physical damage. There was patient involvement but no human harm and no delay in therapy.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Testing could not confirm the customer¿s complaint of inaccurate over-delivery or inaccurate under-delivery. Device passed self-test with no error alarms. Device passed volume accuracy performance verification test (pvt) with result of 20.43 ml. Volume accuracy of 97.9%. Device was programmed to run a protocol of rate of 250 ml/hr for a vtbi of 250 ml in concurrent mode for both line a and line b. Total expected vtbi is 500 ml. Device delivered 511.46 ml. Total volume accuracy of 97.76%. Device passed protocol. Probable cause for inaccurate delivery was not found. Additional information d9: device received 31-may-2023.

Event description:
Additional information was received from the customer on 01-june-2023 to clarify that the problem that the nurse thought happened was under-infusion not over-infusion and the issue was resolved by infusing more volume. It was reported that the infusion was set up with the primary line, and the fluid that was in the bag when the infusion started was 343 ml (allegedly). Furthermore, the rate started at 171 ml/hr, with a volume to be infused (vtbi) of 343ml. The rate was changed part way through to 343 ml/hr. When the issue was noted, the bag still had fluid in it, vtbi was added until bag was empty. Vtbi was 449 ml at end when bag was empty. It was also mentioned that there should be no fluid in the bag to be left when the issue was noted.